Event description:
It was reported that the patient's implantable cardiac monitor had migrated in the pocket. Additionally, noise and undersensing was noted. No device intervention was performed. The patient had no adverse consequences.